Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported a false negative result via social media with binaxnow covid-19 antigen self-test performed on an unknown date. Confirmation testing (platform: unknown) performed at an urgent care generated positive results. The patient was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The date entered in b3 is an estimate as the actual event date was not provided. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Event description:
The consumer reported a false negative result via social media with binaxnow covid-19 antigen self-test performed on an unknown date. Confirmation testing (platform: unknown) performed at an urgent care generated positive results. The patient was reportedly symptomatic. No additional patient information, including treatment and outcome, was provided.